Event description:
It was reported by the operating room nurse who collected products from the shelf that she noticed the sterile package was open from the other end. The nurse noticed this before the product was put on the patient.

Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
No sample has been received. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. Mix 16 blocked and used for trials only. No impact. The complaint issue was with package seal integrity. A non conformance (ncr) was raised to investigate open end on sleeve. The investigation was performed and ncr was closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).